Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. No reported adverse impact to customer's blood glucose level. Further information regarding the event could not be obtained.